Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprostheses; adverse events that may occur include, but are not limited to include: endoprosthesis: improper component placement; component migration. Additionally, the IFU states: do not attempt to reposition the endoprosthesis after complete deployment of the device. Vessel damage or device misplacement may result. Additionally, the IFU states: read all instructions carefully. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the patient. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. Post full deployment of the proximal end of the trunk ipsilateral leg component (prior to deployment of the ipsilateral leg) the physician proceeded with deployment of the contralateral leg component; and when doing so the proximal trunk migrated distally and the contralateral leg component was deployed partially covering the left internal iliac artery unintentionally. The physician attempted to push up and reposition the distal end of the contralateral leg component up to the left common iliac artery; but was unsuccessful. When executing deployment of the ipsilateral leg component, an attempt was again made to push up and reposition the trunk more proximally, however as full deployment of the proximal trunk had already been performed this was not possible and the right internal iliac artery was unintentionally covered by the ipsilateral leg of the trunk. A gore® aortic extender component was then implanted proximally to extend coverage of the trunk due to the migration. The physician chose to conclude the procedure and will monitor the bilateral internal iliac arteries due to their coverage. The patient tolerated the procedure.